Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator failed and the cubie pockets could not be recovered. An attempt was made to perform a recover storage procedure; however, the system displayed a requires technical maintenance message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the refrigerator had failed and unable to recover it. A field service engineer (fse) found the refrigerator auxiliary cable loose during diagnosis. After fastening the auxiliary cable, the refrigerator was tested, and the customer confirmed it was functioning. The system functioned as intended after the field service engineer repaired the device.